Event description:
It was reported that during preparation of the device, there was resistance removing the protective sheath of a 3.5 x 20 mm nc trek and a guide wire could not be inserted into the tip of the catheter. A new balloon catheter was successfully used. The device was not used so there were no adverse patient effects and there was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm to confirm the reported issue due to the damage on the catheter when returned. A review of the complaint handling database found one similar event for difficult to remove protective sheath. The lot history record was also reviewed and confirmed all lot release testing met specifications. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.